Event description:
The customer reported via phone call that there was a crack in their casing and a piece of plastic has broken off. The customer's blood glucose was unknown. Customer stated their drive support cap was not damaged. The customer's insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube and tube lip, and minor scratches on the display window. No broken pieces were noted on the casing.